Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip near the upper region of the clip groove, resulting in tip misalignment and preventing proper clip loading. No damage was observed on adjacent components. Additional observation related to the customer complaint confirmed grip deformation with associated tip misalignment, which prevented proper seating of a clip within the grip-tip groove. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The probable root cause of the failed clip test is attributed to the user of the device including sample handling.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during central processing, the medium large clip applier had one tip broken, and would not hold clip. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had the broken tip in the sealed package. No photos were available for review.